Event description:
Additional information received that therapy was restored.

Event description:
It was reported that the ipg could not communicate with the external devices. As a result, the ipg was explanted and replaced to address the issue.